Event description:
It was reported that a pt underwent an open hysterectomy procedure on (B) (6) 2010 and suture was used to close the rectus muscle sheath. Five days post-operatively, while the pt was coughing, the pt's abdomen burst. The pt underwent a second surgical procedure on (B) (6) 2010. During the procedure, it was discovered that the sutures closing the rectus sheath had broken into several pieces around the middle section of the suture line. Only part of the suture was still in the tissue. The suture pieces were removed. Currently, the pt is well and cosmesis is acceptable.

Manufacturer narrative:
(B) (4). (B) (4). Results: rep samples from the same lot number as the actual device were returned for eval. The samples were tested for suture knot tensile strength and the results obtained were in conformance with the requirements. Conclusion: the devices were received in a condition that meets spec. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.